Event description:
A patient presented with no flow through a 6mm graft from the right common femoral artery (rcfa) to the posterior tibial artery (pt). Left common femoral access was obtained using a 7f sheath, later exchanged for an 8f sheath to accommodate multiple thrombectomy passes. Two successful passes were completed using the pounce xl in chronic right-sided vessels and the occluded bypass segment. During a third pass through the native rcfa, a substantial quantity of organized thrombus was captured in the device funnel and baskets. Upon attempting to remove the loaded system through the 8f sheath, resistance was encountered. This was presumed to be due to the thrombus volume burdening the lumen clearance of the sheath. Additional traction was applied, which resulted in the inner lining of the sheath being pulled inward and/or stripped. This led to the alleged detachment of the funnel and baskets from the pounce system. Device components (still engaged with thrombus) became entrapped within the vasculature. During a follow-up phone call, the manufacturer representative could not confirm if the device baskets had separated from the basket wire. A surgical cutdown of the left common femoral artery was required to retrieve the 8f sheath, device funnel, baskets, and clot material as one unit. The procedure was ultimately successful, with bounding distal pulses noted. No retained device fragments or patient harm was reported. The device was discarded post-procedure and is not available for evaluation.

Manufacturer narrative:
H3: to date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.